Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to loose battery tube connector. They were unable to verify the low battery alarm due to the blank display. The pump had cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 114 mg/dl at the time of incident. The customer stated that she did not receive a low battery alarm but the pump had gone off completely. She changed that batteries but it did not do anything and none of the buttons worked. Troubleshooting was completed but the display did not return. The insulin pump was returned for analysis.